Event description:
On (B)(4) 2013, intuitive surgical, inc. (Isi) received a prograsp forceps instrument from the hospital in a damaged condition. No information concerning the defect(s) were provided to isi.

Manufacturer narrative:
Failure analysis investigation of the returned instrument found that the following: one of the instrument's grip close cables was frayed at the distal idler pulley. The distal idler did not exhibit any damage. The instrument's pitch cable was frayed at the distal clevis hub. The clevis did not exhibit any damage. The frayed cable segment stuck out at the wrist and was approximately 0.03 in length. The distal end of the instrument's main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and were not axially aligned with the tube. It was concluded that the damage was likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The damages to the instrument found during failure analysis investigation do not constitute a reportable event; however, the frayed grip close and pitch cables and main tube damages could likely cause or contribute to an adverse event, if the malfunctions were to recur. Several attempts have been made to gather additional information from the hospital regarding the returned instrument; however, no additional information has been received. A follow-up medwatch report will be submitted to the FDA if additional information is received.